Event description:
It was reported that, "ball tip of screw is not sited in tulip socket. I found this screw like this in one of our sets. Probably a factory defect."

Manufacturer narrative:
Return of product has been requested. Additional info will be submitted in supplemental report once investigation is complete.